Event description:
Customer called to report her meter giving strange readings. Analysis run on consensus error grid (ceg) using mean reading (286) as reference point vs. Bd readings (455, 117) yielded data points in the c range of the grid, outside of acceptable limits.